Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported that a fresenius 2008k2 hemodialysis (hd) machine had a burning smell before treatment. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up, a fresenius mexico technician found the front panel switch was burnt. The technician replaced the front panel switch and the machine was able to turn on. Functional test were performed and the machine functioned correctly. No parts were available for return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius (B)(4) technician performed an on-site investigation, and found the front panel switch was heat-damaged. The technician resolved the issue by replacing the front panel switch. Functional tests were performed, the machine functioned correctly and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.